Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: hemostasis valve - leaks. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after inserting the exchange sheath in the vessel, "significant blood leakage" was observed from the valve of the exchange sheath. The exchange sheath was removed and a second starclose se device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.